Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device found the fiber was broken within the white tubing at 4 inches from the input connector, between the input connector and the control knob. The fiber was tested on a hene laser fixture, the aim beam is visible at the location of the break. The outer sheath exhibited no signs of melting. The connector cone, segments, and tabs appeared to be in good condition and secure. Based on the investigation, it was not possible to identify the most likely cause of the fiber break so an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that the fiber stopped working. No other information was provided. Analysis of the returned device found it was broken between the connector and the control knob. There was no reported clinical consequence.